Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not 100% satisfied with the therapy because she had a lot of leakage. It was unknown if the change in therapy was related to positional movement and the patient didn't know if sitting made a difference because she was a bus driver. The patient stated that if she barely drinks anything then that seemed to help. The patient had seen the health care professional (hcp) for reprogramming sessions about 4-5 times and felt stimulation for a couple days but then it stopped. The hcp also mentioned trying a different program. The patient also stated that she hasn't made any adjustments herself because she doesn't do well with electronics and doesn't know how to use it. The patient described this event as sudden and stated that it only worked for a few days and then it wouldn't work anymore. There were no further symptoms or complications reported or anticipated.